Event description:
It was reported patient experienced severe pain after a trial. Patient's leads were explanted, and patient was hospitalized to be assessed for possible epidural hematoma.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.